Manufacturer narrative:
(B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of the drg system. It was reported the patient ((B)(6)) underwent a surgical procedure to explant her drg system (reference MFR report: 3008829311-2016-00124). The physician indicated scar tissue was present and they encountered difficulty in locating the leads within the tissue and several additional incisions were needed in order to locate the leads. As the physician was attempting to explant the leads, they broke. Postoperatively, the patient experienced significant pain at the incision sites. No further information is available at this time.

Manufacturer narrative:
The surgical procedure to explant the patient's drg system is documented within MFR report: 3008829311-2016-00147 and not MFR report: 3008829311-2016-00124 as originally reported.